Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient could not move the legs three hours after the implant procedure. The physician believed that it was not device related and no abnormalities that occurred during the procedure that may have caused or contributed to the issue. The patient underwent an explant procedure. No further information could be obtained.